Event description:
Boston scientific received information that this right ventricular lead exhibited oversensing. This lead was explanted and will be sent back for analysis. No adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed multiple abrasion marks along the lead body with a rubbed through insulation in the region of the tricuspid valve. This insulation damage can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as a result of the interaction with the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Further inspection revealed cuttings of the insulation, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.